Event description:
It was reported to vyaire medical that the ltv 2200 tidal volumes are reading in the 2000 to 3000 range. At this time, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue. The ventilator was tested with a known good ac adapter and a known good patient circuit connected, and it passed 28-hour extended tests at run-in settings. The unit passed the troubleshooting final test, which included numerous alarms and ventilation functions. Process vent through service to meet factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.